Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It the customer reported the system was intermittently rebooting on its own and then locking up during boot up. There was no patient injury death reported.